Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. Customer stated the patient came in with the insulin pump and was alarming no delivery. Customer stated that patient changed the infusion set and still getting no delivery alarm. The customer will call back to troubleshoot the insulin pump. No further information provided.